Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported following the revision the loss of pain coverage was resolved which was confirmed by the physician. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 977c165. Serial# (B)(4). Implanted: (B)(6) 2017. Explanted: 2017-03-17 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative. It was reported that shortly after the patient took a ¿hard¿ fall, they experienced a loss of pain coverage. The patient didn¿t have an exact date of the fall. Impedance checks were ran and none of the values were out of range. The manufacturer representative tried to reprogram but was unable to capture the coverage that the patient needed. The issue was not resolved at the time of the report. A lead revision was scheduled for (B)(6) 2017. No further complications were reported or anticipated. The patient¿s status at the time of this report is ¿alive, no injury.¿ indication for use is non-malignant pain.